Event description:
It was reported that the patient visited the hospital due to elevated blood glucose levels on (B)(6) 2024. The patient's blood glucose level was within range at 220 mg/dl while wearing the pod on the leg between 1 and 4 hours. Symptoms reported include bleeding, bruising and pain. During the visit, no diagnosis was given as the blood glucose levels were within range. The patient decided to stay at the hospital, but in the end, no diagnosis or treatment was provided. The patient left the hospital after 10 days. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.